Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 28 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a shaft break 885mm distal to the distal end of strain relief. Multiple hypotube kinks also observed. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis. There was no evidence that the device was used in a manner inconsistent with the labeled indications. However the dfu includes instructions to keep the hypotube straight during delivery and to remove the device if unusual resistance is met. The synergy directions for use manual states in section delivery procedure: "carefully advance the stent system into the hub of the guide catheter. Be sure to keep the hypotube straight. Ensure guide catheter stability before advancing the stent system into the coronary artery." And "note: if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit." It was reported that the shaft broke in the guide catheter. The hypotube break and the kinks noted during returned device analysis most likely occurred due to the device coming into contact with resistance/obstruction inside the patient or another device such as the guide catheter. The user may have unintentionally damaged the device and as it was being advanced through the guide catheter. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this investigation is assigned an investigation conclusion code of unintended use error caused or contributed to event. A complaint with an investigation conclusion code of unintended use error caused or contributed to event indicates that the interaction between the user and the device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that shaft break occurred. A synergy ii drug-eluting stent was advanced; however, it was noted that the shaft broke in the guide catheter. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A synergy ii drug-eluting stent was advanced; however, it was noted that the shaft broke in the guide catheter. No patient complications were reported.